Event description:
It was reported that excessive battery depletion and high pacing lead impedance were observed. It was noted that the patient had been previously hit with a softball. The physician is running tests, and a decision to explant will not be made for a couple months.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed in the laboratory. Based on the programmed parameters, a longevity calculation indicated that the device was not within expected longevity performance. No visual anomalies were noted and the device current was normal. The device battery was returned to its manufacturer for further analysis. No anomalies were detected. The cause of the battery depletion could not be conclusively determined.